Event description:
It was reported that during a percutaneous transluminal coronary intervention procedure, a shaft break occurred. The lesion was located in the left anterior descending coronary artery. The physician began advancing the quantum maverick mr 15mm x 4.0mm balloon catheter through the guide catheter. As the balloon segment of the maverick was "barely into the guide catheter" the physician "manipulated the balloon" and the proximal section of the shaft broke. The maverick was easily removed and another of the same device was used to successfully complete the procedure. No patient complications were noted and the patient's status was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.